Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60795 for the first autotome and MFR report# 3005099803-2018-60796 for the second autotome. It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke. A second autotome rx 44 was unpacked and it was found that the proximal end of the cutting wire broke. No parts of the device detached inside the patient. The procedure was completed with a different device, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60795 for the first autotome and MFR report# 3005099803-2018-60796 for the second autotome. It was reported to boston scientific corporation that an autotome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke. A second autotome rx 44 was unpacked and it was found that the proximal end of the cutting wire broke. No parts of the device detached inside the patient. The procedure was completed with a different device, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.